Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an alarm light emitting diode (led) failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08feb2019, date rec¿d by MFR : 15jan2019. Multiple unsuccessful attempts were made to follow up with the customer. No additional information was provided from the customer. Should any new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.